Event description:
The consumer further reported that the patient had 2 falls in (B)(6) 2015. The patient fell 1 time and went to the hospital and fell again in the hospital and landed on their left side where the implant was. The patient noticed after the last fall that the implantable neurostimulator (ins) was protruding outward. The ins was moving up to the patient¿s breast bone since (B)(6) 2015 and the patient had a gradual loss of therapy. The patient¿s return of gastroparesis symptoms started about 2 months ago. When the patient vomited it hurt them into their back because of how the ins was sitting. The patient had lost 40 lbs. In 2 weeks. The patient had been on dilaudid 0.5 mg for pain since (B)(6) 2015 and they only took it when the pain was very bad. The patient¿s health care provider (hcp) was aware of the situation and the nurse would contact the manufacturer representative to come to the hospital to check the ins.

Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastric stimulation. The consumer reported that the patient fell around (B)(6) and the device was jolting her after the fall. Since the fall the device was also a little out of the pocket and was protruding out more. The patient also said that it hurt when she vomited and the device itself was hurting her. The device was checked by a doctor prior to the fall and was working and able to be adjusted. The device had not been checked following the fall. The patient also mentioned that a CT scan was done and she was told that everything as okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the consumer reported the patient had a pocket revision in (B)(6) 2016 for the fall. The patient was upset that at the time of surgery as they had only repositioned her implantable neurostimulator (ins) and had not actually replaced the ins. At the time, the patient had a fever, return of vomiting symptom and felt as though a new ins should had been placed. The patient was concerned as she was told there was presence of h. Pylori on her ins and that the ins should have been changed out. The patient was also on antibiotics at the time as well.